Event description:
Synergy china registry. It was reported that the patient died. On (B)(6) 2022, the subject was presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extended up to proximal with 100% stenosis and was 40 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 3.00 mm x 24 mm overlapped with 3.00 mm x 8 mm synergy china stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Seven days after, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subject died. At the time of event, the subject was on aspirin and ticagrelor. Medication was taken to treat the event. The primary cause of death was heart failure, and the subject was hospitalized for further treatment. It is unknown if an autopsy was performed.

Manufacturer narrative:
B2 date of death: occurred on an unknown day on (B)(6) 2023, conservatively captured as on (B)(6) 2023. B3 date of event: event occurred on an unknown day in september 2023, conservatively captured as 01sep2023. E1: initial reporter phone: (B)(6).